Event description:
It was reported that there is a fissure on the catheter which necessitated the removal and replacement of the device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) of huvh0722 showed no other similar product complaint(s) from this lot number.